Manufacturer narrative:
The staff had incorrectly attached the tabletop as the t-pin that secures the imaging top to the h-frame was not installed. The root cause of this incident was user error, which was also acknowledged by the staff. Since then the am has completed a follow-up in-service with the account on october 11th, with signed training.

Event description:
It was reported a nurse noticed a gap between the h-frame and the crossbar that it connects to. When the patient was moved to the table and was being positioned the tabletop fell to the floor with patient on it. No injury was reported.